Manufacturer narrative:
Event code "1401" was recorded on a total of nine (9) occasions between 16:00pm on (B)(6) 2021 and 19:16pm on (B)(6) 2021 when bottles 3 (ethanol), 5 (ethanol), 6 (ethanol), 12 (xylene), 15 (cleaning xylene) or 16 (cleaning ethanol) were each not in contact with the corresponding sensor for less than the minimum time configured of 20 seconds and the station properties were reset, with a user affirming in the graphical user interface (gui) that the reagent concentration for each bottle was to be set to the default value in each instance. The actual reagent concentration would have remained unchanged, because each of these bottles was not removed from the instrument for sufficient time to replace the reagent. The instrument software uses reagent concentration to select reagent stations when a protocol is scheduled. The reagent station with the lowest (in-threshold) concentration of a reagent group or type is selected for the first step using that reagent group or type; and reagent stations of increasing concentration are used for the succeeding processing steps of the reagent group or type. Reagent with the highest concentration is always used for the final processing step of a reagent group or type before changing to another reagent group or type. Following the use error when replacing the reagent in bottles 6 (ethanol) and 12 (xylene) at 15:56pm on (B)(6) 2021 and 15:29pm on (B)(6) 2021 respectively, the reagent in bottle 6 (ethanol) with a concentration of at 81% was used for the final dehydration step of the "routine 8hr" protocol comprising 284 cassettes, which started in retort b at 20:55pm on (B)(6) 2021 and completed at 06:59am on (B)(6) 2021; and bottle 12 (xylene) with a xylene concentration of 89% was used for the clearing step of the "routine 8hr" protocol comprising 289 cassettes, which started in retort a 20:49pm on (B)(6) 2021 and completed at 06:00am on (B)(6) 2021. The minimum final reagent concentration required for ethanol is 98%, and the minimum final reagent concentration required xylene is 95%. Use of the reagent in bottles 6 (ethanol) and 12 (xylene) as described above would have resulted re-introduction of water into the tissue, which cannot be displaced in subsequent processing steps and contamination of reagents used in the subsequent processing steps, ultimately resulting in sub-optimal processing of patient tissue samples. Consequently, patient tissue samples from 18 protocols, which either started or completed between (B)(6) 2021, would have been adversely impacted. Investigation of this complaint found that the instrument functioned as designed during execution of the 18 protocols, which either started or completed between (B)(6) 2021, from which the quality of processing of patient tissue samples would have been adversely impacted. The root cause of the sub-optimal processing of patient tissue samples reported by the complainant was a use error, which occurred at between (B)(6) 2021. Specifically, manual replacement of the reagent in bottles 6 (ethanol) and 12 (xylene) was not completed in accordance with the manufacturer instructions detailed in the leica peloris/peloris ll user manual, which contains the following specific warning: "always change reagents when prompted. Always update station details correctly - never update the details without replacing the reagent. Failure to follow these directives can lead to tissue damage or loss." The root cause of the "white powdery residue on their baskets" as reported by the complainant was a use error. Specifically, manual replacement of the reagent in bottles 15 (cleaning xylene) and 16 (cleaning ethanol) was not completed in accordance with the manufacturer instructions detailed in the section 5.4.4 of the leica peloris/peloris ll user manual. This use error would have resulted in cleaning of the retorts and baskets being sub-optimal.

Event description:
The complainant contacted leica biosystems in relation to peloris ii rapid tissue processor serial number (B)(4) and the following information was documented: "inadequate tissue processing....blocks processed on their 3 peloris on (B)(6) were inadequate due to incorrect change of reagent. Roughly 3500 cassettes were affected." On (B)(6) 2021, the leica technical specialist-core histology received information that "the pathologists at customer site did not finish reviewing all the slides from the affected runs at the time." On 02 october 2021, leica biosystems (B)(4) received the following information from the leica technical specialist-core histology in relation to the patient impact/outcome for the cases involved in this event: "29 cases were not diagnosable and re-biopsy was recommended for most of these cases." The leica technical specialist-core histology requested an identifier, age or date of birth and gender for each of the 29 undiagnosable cases from the complainant on 04 october 2021 by email and 07 october 2021 by telephone voicemail. On 15 october 2021, leica biosystems (B)(4) received the following information provided by the complainant from the leica technical specialist-core histology: (B)(6). On 16 october 2021, leica biosystems (B)(4) received the following further information from the leica technical specialist - core histology: "the customer finally replied to my last email stating that they will have to check with legal to see if they can release patient information."